Event description:
A 79 year old white female had cataract surgery by phacoemulsification with placement of iol on 10/29/92. On second post op day, developed endophthalmitis and orbital cellulitis. Had vitreous tap and injection of antibodies on third post-op day. The patient had additional surgery 29 days later to remove iol. The organism was pseudomonas. Culture of the special pump segment tubing used for cleaning grew pesudomonas. The exact point which cultured positively was the point of contact of this special tubing, with the vent port opening. On furthur examination it was discovered that there was in the aspiration system the possibility that fluid could travel retrograde to the handpiece tip under any reasonable operating condition. Thus, the possible bacteria cross contamination to the patient. Other devices used were a greishaber cautery machine aand an alcon mz style lensdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: manufacturer. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, foreign material contamination, labeling - user instruction manual. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.